Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This event is filed for recurrent mitral regurgitation, which is considered a serious injury. It was reported that on (B)(6) 2016, the patient, with degenerative mitral regurgitation, underwent a mitraclip procedure, with implantation of one clip, reducing the mitral regurgitation (mr) from grade 3+ to 1+. Post procedure, the patient experienced a non-serious oral hemorrhage. No treatment was provided and the event resolved on (B)(6) 2016. On (B)(6) 2016, the patient experienced a worsening of pre-existing anemia. A transfusion was administered and the patient condition resolved the day of onset. Transthoracic echocardiogram performed on (B)(6) 2016 indicates that the mr grade was 3+. No additional information was provided.

Manufacturer narrative:
(B)(4). All available information was investigated and the challenging leaflet anatomy of a prolapsed posterior leaflet prolapse and fragile leaflets likely contributed to the reported partial clip movement on the leaflet. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
Subsequent to the previous medical device reports filed, additional information was provided that the clip did not detach from the posterior leaflet. The torn posterior mitral valve leaflet caused the clip to move on the posterior leaflet; however, the clip remained attached to both leaflets. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the challenging leaflet anatomy of a prolapsed posterior leaflet and fragile leaflets likely contributed to the reported single leaflet device attachment (slda). The reported patient effects of mitral valve injury (tissue damage) and worsening mr, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. The report patient effect of anemia was related to patient conditions as it was reported that it was a worsening of condition diagnosed before index procedure. The reported tissue damage appears to be related to patient/procedural conditions due to the myxomatous leaflet change, causing the leaflet to tear; the worsening mitral regurgitation (mr) was likely a symptom of the leaflet tear/slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
Subsequent to the initial report, additional information was received which indicates that on (B)(6) 2016, increased mitral regurgitation (mr) was noted due to a torn posterior mitral valve leaflet. Additionally, the clip may have detached from the posterior mitral valve leaflet. No additional intervention was performed. No additional information was provided.